Event description:
It was reported that the right atrial (ra) lead dislodged. During a revision attempt, the lead dislodged again. The physician reported difficulty with the lead screw mechanism. Upon inspection tissue was noted at the lead tip. Once the tissue was removed the screw mechanism appeared to work appropriately; however, the physician elected to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6); 6935m implantable tachy lead 2013 (B)(6); 4296 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.